Manufacturer narrative:
Pump monitored for several days. Pump passed the displacement test. Unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error and external ram crc error test, prime test, excessive no delivery test and occlusion test or verify no delivery alarm/occlusion and possible over delivery due to compromised force sensor system alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 42 mg/dl at the time of the incident. The customer stated that the pump just kept giving him insulin and gave him half the reservoir contents leading to the low. The customer used candy to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer reported that their pump goes through batteries in 2 days. The customer also had an unexpected restart error and has to re input the date and time into the pump every time they change a battery. The insulin pump will be returned for analysis.